Event description:
It was reported that an obtryx system - halo was implanted into a patient on (B)(6) 2025, and subsequently became exposed through the vagina. Reported complications include vaginal discomfort, erosion, and extrusion. In the physician's opinion, the device contributed to these complications, which are suspected to be due to rejection of the sling by the patient's body. The erosion was identified during a routine follow-up evaluation, with findings localized to the vagina and associated with the sling material. No prior catheter placement, radiation therapy, or other procedures were performed, and no infection was identified. The patient reported discomfort rather than significant pain, describing a sensation of feeling the sling vaginally. To date, the discomfort has not been treated, and further management is under consideration.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: the following imdrf patient codes capture the reportable events of: e2006 - erosion. The following imdrf impact codes capture the reportable events of: f12 - serious injury/ illness/ impairment.